Event description:
Intubated pt from or who was started on fentanyl and versed drips at approx. 0600 in 2003. The nurse was programming the pump for the fentanyl and incorrectly entered 50 cc's instead of 5 cc's/hr. It was also discovered that this was actually the versed line. The pt ended up receiving 20 cc's of versed and less than 2 cc's of fentanyl. Dopamine was started for blood pressure support when the systolic bp was noted to be low. Romazicon 0.4mg IV was given, as well as 1l ns bolus. The pt was able to be extubated by 1050am.